Manufacturer narrative:
Additional information/correction : the cause of he peritonitis event was previously reported as ¿unknown¿; however, upon follow up it was reported to be due to tuberculosis (tb) and weakness. Four days after the onset of peritonitis, the patient was hospitalized for the event. At the time of this report, the patient was recovered from the event. On an unreported date, pd therapy was discontinued, the patient¿s catheter was removed and the patient was discharged from the hospital. As the cause of the event was associated with tb and weakness; the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, every fifth day and route not reported), amikacin injection (250 mg, daily and route not reported) and meropenem (500mg, daily and route not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.